Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate ii lvas IFU rev. B is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a continuous ventricular arrhythmia and was admitted on (B)(6) 2020. The patient's arrhythmia required drug treatment/cardioversion. There was no alarm for this event. On (B)(6) 2020 the patient was given angiotensin receptor antagonists, amiodarone, angiotensin-converting enzyme (ace) inhibitors, beta blockers, aldosterone antagonists, loop diuretics, warfarin, and aspirin.